Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6) , revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated tablet recharging stats indicate recharging quality fluctuates and caller witnessed this in office that quality goes from excellent to good or try again without the patient moving at all. Caller provided that one session in which the patient started charging at 70% and it took an hour to get to 100% with excellent quality. Caller stated ins is palpable and controller and tablet connect to ins without issue. Caller indicated that issue has been going on for a while but has worsened/become more noticeable in the last 2 weeks. Technical services (tss) had caller initiate recharge session which showed excellent, then good, then excellent connection again. Tss asked if recharger gets warm at all during recharging and patient confirmed it does. Tss had caller force controller to antenna locate screen which showed all 71s while recharger was away from ins and then when placed over the ins the range was 63-95 and caller was able to obtain average of 95. Caller confirmed that recharging speed was on level 4 (fastest). It was also noted the recharger paddle was heating. No symptoms were reported.